Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Wu l, yang xc, wu j, zhao x, lu zd, li p. Short-term outcome of artificial intelligence-assisted preoperative three-dimensional planning of total hip arthroplasty for developmental dysplasia of the hip compared to traditional surgery. Jt dis relat surg. 2023 sep 16;34(3):571-582. Doi: 10.52312/jdrs.2023.1076. Pmid: 37750261; pmcid: pmc10546855. The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Wu l, yang xc, wu j, zhao x, lu zd, li p. Short-term outcome of artificial intelligence-assisted preoperative three-dimensional planning of total hip arthroplasty for developmental dysplasia of the hip compared to traditional surgery. Jt dis relat surg. 2023 sep 16;34(3):571-582. Doi: 10.52312/jdrs.2023.1076. Pmid: 37750261; pmcid: pmc10546855. Objective/methods/study data: this study aims to assess the short-term outcome of total hip arthroplasty for treating developmental dysplasia of the hip (ddh) using artificial intelligence (ai)-assisted three-dimensional (3d) preoperative planning technology. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown femoral stem summit. Other devices that were used on the patient at the time of the event: unknown femoral head ceramic, unknown acetabular cup pinnacle, and unknown acetabular liner poly adverse event(s) and provided interventions possibly associated with unknown femoral stem summit (qty 5): 5 cases of proximal femur fracture occurred during implantation of the femoral stem requiring steel wire cerclage.